Event description:
The user facility reported that a blood leak occurred with a first-use, pre-processed dialyzer. In addition, the user facility stated that there have been five previous occurrences of similar blood leaks with pre-processed dialyzers, between the months of august and december 1998. On follow-up communication, it was determined that the dialyzer lot numbes were not known for the first 3 occurrences. The most recent three events were reported to involve dialyzers from lot number 980317. One fiber leak occurred on the 8th re-use, while the other 5 occurred on the first use after pre-processing. In each case, the leak reportedly occurred shortly after initiation of dialysis treatment. Treatment was temporarily discontinued and the dialyzer was changed out with no pt complications. The reported blood loss was estimated at 260 ml per event. The involved devices were discarded. Additional event specific information was not available.